Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture was found to rotate independently of the metal cap. The distal part of glass cap and the metal cap were detached and returned. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe charred detritus adhesion on the surface. The outer flow tubing open end exhibited minor scratch marks. The white tubing was cut and fiber was returned in 2 pieces. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber, this would result in reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power, showing a pulsing beam, or the system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
Analysis of the device found that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the distal part of the glass cap and the metal cap were found to be detached. Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.